Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. After opening the device package, it was noticed that the catheter's flush port was broken. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis the flush testing it was noticed that the device has leak, therefore, the device was dissected, and it was revealed that the flush tubing was break from the luer causing the reported flushing issue. For the finding separation/broke of flush tubing and the confirm allegation of "luer detachment of device or device component", all compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. After opening the device package, it was noticed that the catheter's flush port was broken. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.